Event description:
It was reported that a vmp306px truwave 30cc vamp jr from lot 64615627, had snapped in the middle of the device. It had not been used on a patient.

Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. A device history record review has been initiated to document if the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Our product evaluation lab received one single dpt vamp jr kit with tyvek lid which showed the reported model and lot number. The customer report of vamp jr. Had snapped in the middle of the device was confirmed. The pressure tubing was found completely broken from the bond joint with the distal vamp reservoir stopcock. Cross surfaces of the broken tubing appeared rough and uneven. Lab findings appeared consistent with the customer photo. No other visible damage was observed from returned kit. Per product evaluation findings, the tube was broken and not detached, therefore this is no longer a reportable event. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.